Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. After the procedure, it was noted by x-ray the patient's right ventricular lead was dislodged. During a revision it was noted the lead had insulation damage. The lead was explanted and replaced. The patient was in stable condition.